Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads from the same lot as part of her scs system. It was reported the pt experienced a loss of stimulation on one site. He stated he felt a pulling motion after he had twisted very hard. X-rays showed both leads had migrated. Surgical intervention will be undertaken to resolve the issue.